Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported during insertion of the veress needle, the aorta was punctured. A laparotomy was performed and a vascular surgeon was called to assist in the repair. Pt was transferred to another hosp. Pt status at this time is that the pt is doing "better." The device was not saved and no other info is yet available. The rep asked the surgeon how the device was used (insertion technique) and he provided a visual demo for the rep.